Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted visual inspection and deflection test of the returned device. Visual analysis of the returned sample revealed that the peek housing of the smart touch unidirectional was damaged with internal parts exposed. Deflection testing was performed, in accordance with bwi procedures. The deflection mechanism pass the test, the curve met the specification. A manufacturing record evaluation was performed for the finished device 30562858m number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. For the physical damage found the instructions for use contain the following instructions; using aseptic technique, remove the catheter from the package and place in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. The event described could not be confirmed as the device was found with the deflection curve within specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a damaged peek housing with internal parts exposed. It was initially reported by the customer that during the hocm operation, the catheter was unable to deflect or relax completely. A second catheter was used to complete the operation. There was no adverse event reported on patient. The deflection issue is not MDR-reportable. The peek housing damage with exposed internal parts is MDR-reportable.